Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7295761. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) trial procedure. A couple days later the patient passed away. The patient was on blood thinners which were stopped prior to the trial per cardiac clearance. Autopsy results are not available.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e serial number: (B)(6) batch/lot number: 7295761 model/catalog description: infinion 16 trial lead kit 50 cm unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) trial procedure. A couple days later the patient passed away. The patient was on blood thinners which were stopped prior to the trial per cardiac clearance. Autopsy results are not available.